Event description:
It was reported that a patient underwent an eye surgical procedure on (B) (6) 2010 and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. On (B) (6) 2010, the patient still had a red elevated lesion os (smaller non-inflammed elevations od) after ten days course of steroid drops b.i.d., her eye still sometimes hurts with eye movement. The lesion was far from the limbus. Therefore, the surgeon discontinued the steroid drops in hopes that the patient could restart wearing contact lenses.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.